Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a backup battery fault alarm could not be confirmed through this evaluation. Attempt was made to obtain additional information from the customer regarding the return status; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had 3 external back up battery fault alarm (ebb). The alarms resolved once the controller was exchanged. No alarms existed for the new primary controller. Currently the patient remains in the hospital as the patient has complicated discharge needs that are being addressed due to volume overload management, educational barriers, and other medical issues not vad related. The lvad is functioning as expected. No additional information provided.